Event description:
A complaint was received from a customer that reported most of the digits have segments missing from the display. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.